Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where these bd devices were manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. There were multiple lot numbers reported which may have been involved. The information for each lot number is as follows: medical device lot #: 1125777, medical device expiration date: 30-apr-2026, device manufacture date: 15-may-2021. Medical device lot #: 1253183, medical device expiration date: 31-aug-2026, device manufacture date: 25-sep-2021. Medical device lot #: 1131293, medical device expiration date: 31-may-2026, device manufacture date: 24-june-2021. Medical device lot #: 1196127, medical device expiration date: 31-july-2026, device manufacture date: 31-aug-2021. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 4 bd 3ml luer-lok¿ sterile syringes experienced leakage. The following information was provided by the initial reporter: recently in the past few months we have begun to notice that when we have a line set up and administer a medication bolus through our max zero needleless port in a 3 ml syringe that we notice that drips of our medications or flush are escaping from the connection between the port and the syringe. This seems to be with only the 3ml syringes and not bigger ones and only during bolus medications that run over 30 min or less. It looks like the pressure just builds up and it forces fluid to escape from around the seal. I don¿t recall this being an issue in the past and doesn¿t seem to be the same type issue we¿ve had in the past where we¿ve had leaking in our beds from IV fluids into our central lines. I am confident it doesn¿t have to do with a poor connection because it only happens with the smaller syringes and bolus meds. These leaks are not giant and they aren¿t consistent.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers 1125777 and 1253183 that could have contributed to the reported defect.

Event description:
It was reported that at least 4 bd 3ml luer-lok¿ sterile syringes experienced leakage. The following information was provided by the initial reporter: recently in the past few months we have begun to notice that when we have a line set up and administer a medication bolus through our max zero needleless port in a 3 ml syringe that we notice that drips of our medications or flush are escaping from the connection between the port and the syringe. This seems to be with only the 3ml syringes and not bigger ones and only during bolus medications that run over 30 min or less. It looks like the pressure just builds up and it forces fluid to escape from around the seal. I don¿t recall this being an issue in the past and doesn¿t seem to be the same type issue we¿ve had in the past where we¿ve had leaking in our beds from IV fluids into our central lines. I am confident it doesn¿t have to do with a poor connection because it only happens with the smaller syringes and bolus meds. These leaks are not giant and they aren¿t consistent.